Event description:
Covidien received informaiton that this n20 portable pulse oximeter display is misisng segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The customer is not returning the device.(B)(4).